Event description:
It was initially reported that the device was displaying a service indicator and had a fault code logged in memory. This issue was observed during a daily check of the device and there was no pt use associated with the reported failure. Upon eval by physio-control, it was observed that the device would not power on.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the power failure. The user / interface flex assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.